Event description:
Customer called lfs in 12/2001 alleging that one touch ultra meter was not working (undefined issue). Per customer care rep, the following information was documented: customer does not allege any harm, no symptoms, no treatment. Customer stated that when customer did a solution test, it would not count down. Customer has not been able to test blood for about a week. Customer also tried changing the batteries. Meter was set in mmol/l. Customer care representative helped change the measurement.